Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. Possible models could include: 4965, 5069, 5071, 6917, and 4951. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: epicardial pacemaker implantation and follow-up in patients with a single ventricle after the fontan operation. Journal of thoracic and cardiovascular surgery 2001;121:804-811. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable epicardial leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced infection, non-capture, undersensing, protein-losing enteropathy, pleural effusions, postpericardiotomy syndrome and lead fracture. The status of the leads is unknown. Further follow up did not yet yield any additional information.